Manufacturer narrative:
The device has not been returned to olympus medical systems corp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the suction channel of the subject device tested positive for unspecified bacteria. The number of microbes was not reported. The subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-3(not available in the USA). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".